Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle freedom lite meter ((B)(4)) was returned and investigated with returned test strips (lot #1280903). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Caller (customer's wife) reported that on (B)(6) 2013 at approximately 5:00pm-6:00pm the customer received an ER-3 message on the display of his adc blood glucose meter and therefore was unable to test. Caller further reported the customer borrowed a non-adc brand meter from a friend and obtained a reading of 600 mg/dl at approximately 8:00pm. At approximately 9:00pm the customer experienced symptoms that were described as "shakiness, nausea, blurred vision, lack of energy, excessive thirst", and that he self-treated with 12 units of novolog insulin. Customer tested with the non-adc brand meter 20 minutes later and received a second reading of "over 600 mg/dl", and then self-treated with another 12 units of novolog insulin. Customer self-presented to the emergency room and a reading of 686 mg/dl was obtained on an hcp meter. Customer was diagnosed with hyperglycemia, diabetic ketoacidosis (dka), and (B)(6) and was treated with insulin via intravenous infusion. Caller also reported the customer was given blood tests, oxygen, and received glucose via intravenous infusion. It should be noted the treatment of glucose is inconsistent with the reported diagnoses of hyperglycemia and dka. There was no report of death or permanent impairment associated with this event.